Event description:
It was reported to philips that system was unable to expose. The system was in clinical use at the time of the reported event. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce exposure. Upon functional testing, the fse found that the footswitch was connected to x14, but footswitch should be connected to x12 and x14 should be connected to image module. The fse connected the footswitch to x12. After connecting to x12, the system was returned to use in good working order. The codes were updated based on the investigation outcome.